Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. Reportedly, the battery compartment was cracked and the pump had an intermittent power issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/06/2017 with the following findings: a review of the black box showed multiple power on reset events. The battery compartment was cracked from the threads down to the case seal, and below the grip pad. The returned battery cap was undamaged and was able to fit. The battery cap was fastened and then unscrewed a half turn with no reboots. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours and no alarms or loss of power issues occurred. The pump cover was removed to find no intermittent conditions to the power printed circuit board. The power complaint was unable to be duplicated. Unrelated to the original complaint, the display was dim and reddish. (B)(4).